Manufacturer narrative:
This supplemental report is being submitted to correct the sections b. 5. Describe event or problem and h. 6. Adverse event problem, health effect - impact code.

Event description:
It was reported that a few days after it was first implanted, this right atrial (ra) lead was found dislodged. The lead tip fell into the heart valve, which led to high pacing thresholds and inappropriate stimulation of the right ventricle. Subsequently, the lead was successfully repositioned. No additional patient adverse effects were reported.

Event description:
It was reported that the right atrial (ra) lead dislodge as the tip was measuring the valve. Lead was repositioned successfully and no additional patient adverse effects were reported.